Event description:
It was reported that the child had a visit from his key worker and was not responding to vowel sounds; therefore, the key worker requested a mapping appointment. Seen in clinic on (B) (6) 2009 and testing indicated hi on channels 1-6 and channels 11. Channels 7-10 and 12 reported to be within normal limits. (B) (4) no report of trauma. Previous testing in (B) (6) 2009 indicated normal results across the array.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.